Event description:
It was observed that during the device evaluation, the light source exhibited that the front panel was flashing due to high-intensity motor failure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the evaluation found that due to worn detection lever there was no high intensity. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3 - the aware date in initial medwatch should be feb 02, 2024. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the front panel flashed due to a failure of the turret motor. It causes the color tone defect at the time of narrow band imaging and an event that becomes reddish. The event can be identified by following the instructions for use in the xenon light source (clv-s40pro) service manual: ·the front panel blinks when an error is detected. ·if the initial position of the filter turret and the mesh turret could not be detected within a predetermined period of time, some obstruction may be preventing the turret from rotating, or the limit switch may have failed. ·the following description was confirmed in the package insert of clv-s40pro. ·the service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)). ·the duration of life is the number of years when proper use, such as performing a pre-use inspection as shown in the "package insert" or the "instructions for use", and performing repair or overhaul based on the results of the inspection, is performed. Olympus will continue to monitor field performance for this device.